Event description:
It has been reported that the bd precisionglide¿ needle has been found experiencing 2400 cases of foreign matter before use. The following has been provided by the initial reporter: 18g needle: the needle has water drop.

Manufacturer narrative:
H.6. Investigation: photo evaluation: ¿2 photos as were received for investigation. ¿observed foreign matter in gel form inside the needle shield. Sample evaluation. ¿1 actual sample took out of the packaging and 1 unused sample without packaging were received for investigation. Total 2 samples were returned. ¿the 2 samples were subjected to visual inspection to check for foreign matter. ¿for the 1 actual sample took out of the packaging, the followings were observed: -observed clear gel-like foreign matter inside the shield; -observed clear gel-like / crystalline-like foreign matter along the body of the cannula. ¿for the 1 unused sample without packaging, no foreign matter was observed inside the shield and the cannula. ¿the clear gel-like and crystalline-like foreign matter was sent for the ftir test to determine the foreign matter type. ¿for the gel-like foreign matter, the ftir results shows that the spectrum matches reasonably with that of silicone. ¿for the crystalline-line foreign matter, the ftir results shows that the spectrum had no good match available in the library. Able to confirm the customer experience based on the returned samples. Based on the ftir results, the gel-like foreign matter matches with silicone. Silicone is used as lubrication to the cannula in the assembly process. The crystalline-line foreign matter although have no good match in library, it could also be a form of silicone as the foreign matter is having the same shape nature. The cause of gel on cannula could be due to silicone lubrication leaked from the hose onto the machine track during the assembly process. The hose could have been wear and tear resulted in leakage. The machine was stopped to clean the lubrication at the track and change to a new hose before resume production. The parts could have not been adequately cleared by the production technician causing the defect to flow to the downstream process. DHR was performed for the assembled needle and there were no foreign matter rejects at outgoing inspection. There were 2 qn's raised in the past 12 months for similar defects. No abnormalities were observed on the packaged needle. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd precisionglide¿ needle has been found experiencing 2400 cases of foreign matter before use. The following has been provided by the initial reporter: 18g needle: the needle has water drop.